Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, the device could not fire and the other device¿s jaw did not fully close. They replaced the devices to complete the case. There was no patient injury.